Event description:
A surgeon reported that, following intraocular lens (iol) implant surgery, a pt experienced visual loss due to light scatter on the lens optic. The iol was exchanged. Post exchange, the surgeon reported the pt's visual acuity improved. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot # or any identification traceable to the mfg documentation. Additional info has been requested.